Event description:
It was reported that during implant of the right atrial (ra) lead, noise and oversensing were noted via the analyzer. The source of the noise could not be determined. The lead was explanted and an alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.